Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer fan was noisy. It was also noted that the electrocardiogram (ECG) connector was loose. (B)(4).

Event description:
It was reported that the programmer had "fan noise" when it was running. The programmer will be returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.